Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that during surgery, the unit was not cutting graft fully, doctor had to do it manually. It is unknown if there was patient impact or surgical delay. Due diligence is complete as no additional information is available.

Event description:
There was no additional information associated with this malfunction.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d1, d4, g3, g6, h2, h3, h4, h6 and h11. Review of the most recent repair record identified no repairs related to the reported event. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined as there was no problem found with the device. The event is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends.